Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant indicated that the clinician obtained a set of stat-pads to continue treating the pt and successfully cardioverted the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.